Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 20-aug-2025, the user and spouse called after mistakenly connecting the infusion site during ¿press and hold¿ on a steel set. About 5 units were delivered before realizing. Agent advised disconnecting tubing, monitoring blood glucose (bg), and then replacing the site properly with a new steel set, filling tubing and cannula, and resuming insulin delivery. Pump setting was corrected from teflon to steel, and user was instructed to change sites every 2 days instead of 3 days. Bg at the time was 283 mg/dl, following a recent meal. The user's highest blood glucose (bg) recorded was 283 mg/dl. Bg was out of range for over 90 minutes but corrected by changing the infusion site. No alerts, outside assistance, medical intervention, or symptoms during the event were reported at the time of call.